Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1287. It was reported the pt is experiencing an increased recharge burden and her charger itself becomes very hot to the touch while recharging. A replacement charger was sent to the pt to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.